Event description:
It was reported the pt was experiencing coupling issues during recharging. The device had not been recharged for two months and the pt had last felt stimulation about three weeks ago. Using the antenna locate feature, the pt received a 40-68 efficiency. Following this the pt reported a power on reset (por) message. The pt was able to then view the recharge screen. It was unk if the device had been overdischarged. Additional info has been requested.

Manufacturer narrative:
(B)(4)